Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Patient tested 2.7 inr on the coaguchek xs system while a professional coaguchek xs system returned as 1.4 inr. No treatment information provided. No adverse event reported. Requested return of suspect system however the patient no longer has the test strips; replacement was sent.